Event description:
It was reported that both t1 and t2 deployed together. Both t's were removed from the patient. A backup was used to complete the procedure. No patient injuries were reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that both t1 and t2 deployed together. Both t's were removed from the patient." T1, t2 and suture were not returned. The depth limiter was attached. It is quite flared and creased at the distal tip. This is a symptom of resistance from tissue while attempting to locate needle. The delivery needle curve is also completely flattened out. Functional test was impossible due to the distorted needle. The actuator is jammed fully forward due to the flattened needle tip. No root cause related to the manufacture of the device was confirmed.